Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable event summary it was reported prior to an unknown procedure, a cook single-use holmium laser fiber was found broken in the closed package. The customer discarded the fiber. Several attempts were sent to the customer to find out how the customer completed the procedure after breakage occurred, but there was no response received. The device did not make patient contact, and it is unknown if patient had any adverse event as a result of reported issue. Investigation - evaluation a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, specifications, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: improper handling; never subject fiber optics to sharp bends in handling, use, or storage warning: do not bend fiber at sharp angles. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Instructions for use 1. Open and remove the packaging tray from the sterile pouch. 2. Remove the fiber clip from the packaging tray. 3. Peel and remove the backing from the fiber clip. 4. Adhere the clip to the desired location. 5. Remove the proximal connector from the packaging tray. A. Note: keep output of tubing in line with fiber to minimize drag as fiber is exiting the tubing. 6. Hand the proximal connector to a nonsterile attendant while maintaining sterility of distal fiber. 7. Open any laser aperture cover or door and insert the proximal connector into the laser system, screw in finger-tight. 8. Slide the fiber into the lower clip to hold the fiber in place. A. Note: use the upper clip to hold the fiber tip when not in use. 9. Follow the laser manufacturer's directions for use. 10. Remove the fiber from the fiber clip and discard. A review of device specifications indicate the laser fiber is supplied within a tube to prevent fiber damage during shipment. Additionally, 100% inspection has been in place to identify fiber breakage during the manufacturing of the device. Storage condition is unknown and any precaution, warning and instructions for use mentioned in the IFU could contribute to the reported issue. Based on available information, investigation conclusion cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unknown procedure, a cook single-use holmium laser fiber was found broken in the closed package. The device did not make patient contact. Additional information has been requested.